Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Customer received another no delivery alarm during manual priming. Blood glucose level was 245 mg/dl prior to the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.